Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the problem. On a separate day the lens was exchanged vertically for a for a same model, similar power but longer length lens. The problem was resolved. Cause of the event was reported as patient related factor. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. H3 - device evaluation: the lens was returned dry in a microcentrifuge tube with residue/debris on the lens. Visual inspection found the lens haptic bent. Other notes: discoloration-tellowish color. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
D4 - primary unique device identifier (UDI): (B)(4) correct to (B)(4) in the initial MDR. Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the problem. On a separate day the lens was exchanged for a for a longer length lens. The problem was resolved. Cause of the event was reported as patient related factor.

Manufacturer narrative:
H6 - 4581: rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).